Event description:
Ous MDR - this lead showed increasing impedances on home monitoring. An x-ray revealed a broken lead only a few months post implant. This lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 31 cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The inspection of the lead fragments demonstrated a damaged insulation at a distance of some 31,5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coils were found fractured in this area. These findings can be considered as the root cause for the mentioned clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of clavicular " first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.